Event description:
The product used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored and caused tissue trauma. The surgeon used another instrument to complete the procedure.